Event description:
It was reported that a patient implanted with an impella cp experienced a pump stop when the physician used a cross clamp to complete a coronary artery bypass graft. The procedure was completed successfully.

Manufacturer narrative:
A5, race, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high-risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of pump stop has been completed. The impella device was returned for evaluation. Pump stop: the returned product was inspected and a kink in the catheter evident of clamping close to the kink protector of the red handle was observed. There was also a cannula kink observed. There was no biomaterial observed by the impeller. Clinical mention that there was cross clamping of the pump after which there were motor current and flow issues. The data logs show a sudden drop in motor current, speed, and flows after which there were motor current spikes likely as a result of pump attempting to generate flow. A few moments later there were 'impella stopped - motor current spikes' alarms. The pump was run in the lab (unclamped) and there was no pump stop. The root cause of the pump stop was determined to be due to a use issue as evidenced by the motor current and flow drops and motor current spikes observed in the logs aligning with clinical narrative of issue occurring when pump was cross clamped. Product damage (catheter kink): the returned product was inspected and a kink in the catheter close to the kink protector of the red handle was observed. Clinical mention that there was cross clamping of the pump after which there were motor current and flow issues. No clinical mention of difficult patient anatomy. The root cause of the product damage (catheter kink) was most likely use related as evidenced by clamped/kinked catheter on returned product aligning with clinical details of clamping. Product damage (cannula kink): the returned product was inspected and a kink in the cannula was observed. No clinical mention of difficult patient anatomy. The root cause of product damage (cannula kink) was not determined as insufficient information was provided to confirm root cause of cannula kink. D9 device returned to manufacturer date added.